Event description:
During the procedure, the stent (stent per 50mm x-larg) was hand crimped onto the balloon and introduced into the pt. The balloon catheter and stent was advanced, but then would not go any further through the sheath. The consultant tried to withdraw balloon and stent, but it got caught on graft and stent became detached. The stent had to be removed from pt surgically.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.